Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 60 mg/dl. Reportedly, low bg levels are due to the customer taking steroids for allergies. Customer delivered a bolus and set a temporary rate to bring bg levels back to target range.